Event description:
The patient's husband reported that she has been experiencing high blood glucose and 04 (occlusion) errors for the past 3 weeks. The patient's blood glucose has been as high as 600 mg/dl. Her normal blood glucose range is 150 mg/dl. Symptoms of high blood glucose are dry heaves, and lethargy. At the time of the report, the patient was using insulin injections to lower her blood glucose. The husband stated that each time the 04 occurs the patient changes her infusion tubing. The piston rod of the infusion device is older than 6 months. The husband was advised to change the piston rod every 6 months. The husband stated he feels the infusion set is clogging at the luer connection. Replacement infusion sets were sent to the patient. Upon follow up, the husband stated that the patient was much better and has had no more occlusions. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.